Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had not been able to use the device since three weeks prior to the report. The patient stated that she felt the ¿wire leading from the implantable neurostimulator (ins) in her chest up to her brain had come loose¿. The patient was in serious pain that had progressively worsened and it felt like the lead wire was sticking out of their neck. The pain started three weeks prior to the report, and she noticed it after lifting some things. During the call, the patient also mentioned that she had a stroke/ brain bleed very soon after having the stim implanted in 2016 but it was unknown if this was related to the device/therapy or not. The patient had been to the emergency room (ER) twice and did not have a healthcare professional (hcp) who was familiar with the device. I n the end, the patient wanted the device removed and/or looked at. There were no further complications reported or anticipated.